Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual observation revealed that there was a hole in the seal plug along with fluid intrusion. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) oversensing was exhibited. Subsequently, this product was not used. No adverse patient effects were reported.